Event description:
Delivery failure alarm [device malfunction]. Oxygen desaturation [oxygen saturation decreased]. Case description: this initial serious spontaneous report was received on (B)(6) 2013 from a respiratory therapist (rt) in (B)(6) who called ikaria technical services to report, second hand, a delivery failure with the inomax dsir (ds20110703) while on a patient, resulting in oxygen desaturation. Follow up information was obtained on (B)(6) 2013 and is included in this report. Relevant medical history/ comorbidities includes: full term male neonate, born on (B)(6) 2013, hypoxia, persistent pulmonary hypertension of the newborn (pphn) and idiopathic pulmonary edema. According to the bedside rt, the neonate was intubated shortly after birth due to hypoxia and was placed on conventional ventilation (drager babylog vn 500). The infant was then switched to a sensormedics 3100a high frequency oscillatory ventilator with the following settings: mean airway pressure 23, hertz 7, amplitude 37, amplitude 37, fractional inspired oxygen concentration (fio2) 87% - 100%. Due to the diagnosis of pphn and idiopathic pulmonary edema, inomax was started on the day of birth, (B)(6) 2013(start time not available), at 20 parts per million (ppm) via the inomax dsir (ds20110703). The patient's baseline o2 saturation on hfov with fio2 of 100% and inomax at 20 ppm was in the 90's percent range. On (B)(6) 2013, the inomax dsir alarmed delivery failure and a 'red x' appeared on the screen. The bedside rt stated "nothing was being done to the patient when the inomax dsir alarmed". The inomax dsir monitor showed the set nitric oxide (no) at 20 ppm; however, the monitored no was reading 95 ppm. The oscillator fio2 was set at 100% and the inomax dsir was reading an oxygen level of 105%. The rt attempted to troubleshoot the device without success and reported that the back up system did not work either. The neonate desaturated from his baseline (90's percent) to the 60's percent for about 5 minutes until the new device could be set up. The rt noted that the pre heat oxygen saturation monitor was reading 72% (positioned on right arm) and the post heart o2 saturation monitor was reading 64% (positioned on lower extremity) during the desaturation episode; other vital signs remained stable. The rt stated that they wanted to maintain oscillatory ventilation on the baby so they did not remove him form the oscillator to manually ventilate him with the inoblender. The inomax dsir (ds20110703) was switched out with a new inomax dsir (serial number not provided) and the baby quickly returned to his baseline oxygen saturation levels. The rt considered his desaturation as serious. Inomax dsir ds20110703 was removed from service and is being returned to ikaria for inspection.

Manufacturer narrative:
The device was returned to the MFR for service investigation. Evaluation of the service log revealed a delivery failure due to measured no > 100 ppm as reported by the hospital. The log further revealed multiple instances of user-performed oxygen sensor high calibrations with high point adc counts in excess of 4095 and a failure in a user-performed oxygen sensor low calibration prior to this delivery failure which was caused by low point adc counts exceeding 4095. These adc counts are indicative of an electrical overcurrent condition from the oxygen sensor. This issue caused conversion errors in the no sensor input to the monitoring system circuit board which in turn caused erroneously high monitored no readings and ultimately resulted in the triggering of the delivery failure. The oxygen sensor was replaced to address the issue of the high oxygen sensor adc counts observed in the log. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The monitoring system on the inomax dsir is separate from the delivery system so the erroneous monitored no readings do not affect the concentration of no delivered by the device. When this issue occurs, the effect on the delivery system is to trigger an alarm and interrupt delivery only if the monitored no concentration values exceed 100 ppm. The root cause for this incident was a malfunction of the oxygen sensor installed in the device. Supplier corrective action has been initiated with ongoing activity aimed at identifying root cause(s) and corrective action(s). The user also reported that after the delivery failure, the backup no delivery system was switched on but did not function correctly. Evaluation of the service log revealed that the user did not reboot the device after turning the backup switch on as indicated in the device labelling. When the backup switch is turned on prior to rebooting the device, the backup no delivery does start but the device will not show the proper functioning of the backup system until the delivery failure alarm is cleared by rebooting the device. Therefore, the backup no delivery system did not malfunction and the root cause of the apparent backup system malfunction was a failure of the user to fully understand the operation of the backup system and reboot the device after turning on the backup switch. An ikaria clinical specialist will retrain hospital staff on the use of the backup system if they feel it would be beneficial. On (B)(6) 2013 a respiratory therapist (rt) in (B)(6) called ikaria technical services to report, second hand, a delivery failure with the inomax dsir (ds20110703) while in use on a patient. (B)(4).